Event description:
During an incident in 1999 involving a female patient,this difibrillator would not power on.a spare battery was insalled and the unit turned on.the patient was in asystole and the crew performed bls and drugs which converted the patient without need to shock.